Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) received and checked the printed circuit board of the subject device and found followings; [investigation results] since it was received the printed circuit board only, it could not duplicate the reported phenomena. It was checked the appearance of the printed circuit board and found no abnormalities. It was not found on the printed circuit board that there were no traces of electrical short circuit such as burned or melted metal. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Causes] the touch panel was not displayed. Given no damage on the outside of the subject device, the touch panel blackout occurred seemingly due to chance failure of dx board. The cause of this phenomenon, however, was a presumption, so the underlying cause was unascertainable. Note that the cause of the phenomenon is not attributed to the product itself or the manufacturing of the product, and the safety of the product is confirmed. (There is no possibility of frequent occurrence.) Phenomena:¿only the color bar appeared on the monitor¿ , ¿the image of the subject device had been not displayed.¿ given no damage on the outside of the subject device, these phenomena occurred seemingly due to chance failure of cp board. The cause of the phenomena, however, was a presumption, so the underlying cause was unascertainable. Note that the cause of the phenomena is not attributed to the product itself or the manufacturing of the product, and the safety of the product is confirmed. (There is no possibility of frequent occurrence. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) got the updated information as follows; [1st information] it was informed from the field service engineer of olympus india that the another malfunction, the image of the subject device had been not displayed at the same time when the touch panel of the subject device had been not displayed at preparation for use. (The malfunction, ¿the touch panel of the subject device had been not displayed at preparation¿ had been reported on the previous initial report of 8010047-2021-09345). [2nd information] the subject device has not been returned to omsc but was returned to olympus india for evaluation. Olympus india checked the subject device and found the followings; -during an evaluation, the touch panel of the subject device display was blackout. The subject device was not booting up due to which touch panel remains black after switching on the subject device and only the color bar appeared on the monitor when connecting the camera head. Since it was replaced the dx board and then the touch display started working after replacing, it was found the dx board failure. -while the subject device was conducted the communication test with the light source able (maj-1941) and the light source (clv-s200-ir), the touch display of the subject device was disappeared again, and there was no communication between the subject device and the light source, due to the cp bard failure of the subject device. After the cp board replacing, the touch display worked and the communication with the light source able and the light source was no problem. In additional, both the defective dx and cp boards had not the burn marks and liquid seepage marks. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the touch panel of the subject device was not displayed at preparation for use. There was no patient injury associated with this report.